Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s father that the patient¿s blood glucose levels increased to approximately 17 mmol/l (306 mg/dl) after approximately two hours of pod wear on the leg. It was further reported that the cannula was not properly inserted at the infusion site, resulting in insulin leakage. The father applied a new pod and the patient successfully resumed therapy. No medical intervention was reported.